Event description:
It was reported that during a vats bullectomy procedure, the right upper lobe apical resection first application, then when surgeon fired the stapler, it got stuck to the specimen. The surgeon did the knife reverse switch, but the jaw wouldn't release from the specimen, release button was not working. Another like device was used to complete the procedure. Surgery was prolonged thirty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the device removed from the tissue? The tissue was not removed from the stapler, in fact the returned device had an attached tissue in it. Did the jaws eventually open? The jaws did not open, he opted to use his own stock of echelon gun to transect it thoroughly. Did the post-operative care change based on the prolonged procedure? If yes, please explain. No post-op care change however anesthesia was prolonged (30mins) and bigger tissue was removed from the patient, so there was a different line of transection.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition the knife was not fully returned, thus the device would not open. A reverse stroke was completed and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported anvil release button and manual switch issues could not be confirmed as the device performed without any difficulties noted during the functional testing.